Event description:
Medtronic received a report that a pipeline flow diverting stent failed to open completely. The patient was undergoing flow diversion surgery for treatment of an unruptured aneurysm. Dual antiplatelet treatment (dapt) was ad ministered. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline stent was used for an approved indication (on-label.) It was reported that on the first release attempt, the stent did not fully open. An attempt was made to reposition the stent, but the mesh was damaged. The damaged stent was removed and another stent of the same size was inserted to complete the procedure. No patient symptoms or complications were associated with this event. The event did not lead to or prolong patient hospitalization. No additional medical or surgical intervention was required to prevent permanent impairment. Ancillary devices include: phenom 027 microcatheter.

Manufacturer narrative:
Continuation of d10: model no: fg15150-0615-1s, serial/lot no: (B)(6), description: fg15150-0615-1s phenom 027 150cm microcatheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing the procedure to treat an internal carotid artery ophthalmic segment aneurysm. Patient's vessel tortuosity was moderate. The distal landing zone was 3.5mm and the proximal landing zone was 4.5mm. It was noted that the distal end of the pipeline failed to open. The pipeline was not placed in a bend when it failed to open. Repositioning was attempted without successfully opening the pipeline and then it was noted that the distal part of the pipeline was damaged so it was removed. The cause of the stent damage was not determined.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex and phenom 27 catheter outer cartons; and within a dispenser coil. The pipeline flex shield was returned within phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from catheter without any issues. The total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. ¿ conclusion: based on the analysis finding, the device analysis and reported information, the customer report of ¿failure/incomplete open distal¿ was not confirmed as the distal end of pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.